Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After a partial recapture of the closure device, the was kinked. The same was used to complete the procedure. No patient complications were noted.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After a partial recapture of the closure device, the was kinked. The same was was used to complete the procedure. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) without the dilator. The device was visually and microscopically examined. Inspection of the hub, sheath, and tip revealed that the sheath had numerous kinks. The tip had polytetrafluoroethylene (ptfe) damage on the inner diameter. The ptfe was starting to delaminate from the inner shaft wall. No other damage or defects were found. Product analysis confirmed the reported event, as the sheath was kinked.